Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the death is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the death is anatomy and procedure related. Anatomy related, the tortuous, heavily calcified iliac vessels (cautionary product use condition) made sheath advancement difficult and after multiple attempts the right iliac ruptured. The estimated blood loss was 3l. The patient began bleeding into the left groin post operatively, and despite a secondary surgical repair procedure and massive blood transfusion the patient expired). Procedure related (access site complication, abnormal bleeding, iliac rupture, hemodynamic instability, CPR and death). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that the implant procedure was completed successfully; however, the patient expired the next day reportedly from access complications encountered during the implant procedure.